Event description:
It was reported that a component of the delivery system handle broke during deployment of the vascular stent in the sfa when the stent had already begun opposing to the vessel wall and with manipulation, it was stretched from the distal sfa to the iliac artery.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Despite good faith efforts to obtain additional information, the complainant was unable or unwilling to provide any further patient or procedural details at this time.